Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, the trocar leaked every time an instrument was introduced. They switched it out and completed the procedure without any impact to the patient. The trocar will be returned for analysis.